Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples from the reported lots were provided for investigation. A device history review was performed and no deviations or nonconformances were identified during the manufacturing process that could have contributed to the reported concern. Additional evaluation was performed using retained samples from each lot. All samples underwent visual inspection, and no damage or related defects were observed. Products from this manufacturing line are routinely subjected to visual and functional inspections during multiple stages of production, including tip and thread verification, in accordance with established procedures. Records for the reported lot were reviewed, and no findings related to this incident were identified. The retained products underwent the same testing, and all results confirmed compliance with required specifications. Based on our investigation, we are unable to determine a root cause linked to our product or production process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
Event details: it was reported that bd syringes that we bought, we use them to include them in a cell regeneration kit. And these luer lock syringes, we connect them during the technique, to a luer lock valve. We have been using the same syringes and valves for many years, at least more than 5 years. But in the last few months: the number of incidents reported by end users has increased, related to the difficulty to connect the syringe to the valve. Internally, during the production process, we check 100% of assemblies to lubricate a reservoir containing the kit. Where the assembly is left ready for the technique. And a couple of weeks ago, the operators also told us that it was a little more difficult for them to carry out the joint. Per response 12nov2025: lot number: 2503076, quantity: 1. Was the patient or user harmed? If yes, please explain patient: yes, he was harmed. Syringes are used to transport the patient's blood from the extraction kit to the prp cylinder for centrifugation. Due to connection failures, blood is lost and a new venipuncture is necessary. In some cases, this prevents the cell regeneration technique from being applied to the patient. User (healthcare professional): it has also been affected, in certain cases. During failed connection attempts, there may be contact with the patient's blood, which implies a risk of exposure. Could you clarify whether the reported connection issues resulted in leaks? Were there any negative consequences for the patient or user due to these events? Yes, connection problems caused deformation of the syringe's luer lock cone, resulting in blood leakage. These leaks occurred when trying to connect the syringe with a luer lock valve, without success, which generated blood spills and potential risks for both the patient and the user.

Manufacturer narrative:
Date of event is unknown. Bd awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.